Event description:
Received a copy of a medwatch (B)(4) from FDA. It stated "plate broken, as seen on (B)(4) in 2009, by a doctor. No documented fall post-op with patient. Initial surgery the day before. Patient brought back to or early in the month, for orif of right mandible and removal of plate."

Manufacturer narrative:
No additional information was made available to all for further investigation. The part number, lot number and user facility information is unknown. Unable to confirm the broken plate was one our ours. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.